Event description:
Customer observed an error message. Eval of the sensor showed loose screws to be present.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon (B)(4). (B)(4).